Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator alarmed with primary alarm test failed. The customer reported the device was not in use on patient.